Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. There was no impact to the customer¿s blood glucose. Customer loaded a new cartridge and successfully resumed insulin therapy on the pump.